Event description:
During surgery, it was difficult to fit the l2 guide to the bone. Delay time was 30min. The surgeon confirmed that the screw had come off by post-op CT image. A second surgery was immediately performed, the screw was removed, and refixation was performed. The spinous process was excised as indicated in the planning.

Manufacturer narrative:
Additional items involved in the event: myspine 7.0722 myspine mc drill based guide l02 (k173472) lot. 08794s. Myspine 7.0702 myspine mc vertebra l02 (k173472) lot. 08794s. Batch review performed on 30 january 2023. Lot 08794s: (B)(4) items manufactured and released on 30 january 2023. No anomalies found related to the problem. Mysolution department analysis. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly. Guides were reprinted and tested with positive results. In particular, the l02 guide is very stable, thanks in part to the cranial arch, and consistent with all the preferences requested by the surgeon. The guide used during surgery and the bone model were sent back for analysis and were tested with positive results: the fitting is stable and univocal without any slipping problems. It is evident the correct fit with the trajectory of the holes ('left hole' and 'right hole') and the correct positioning of the pads in 3 different views.